Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm recurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use the current pump for alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.